Event description:
According to the reporter, during the laparoscopic robotic prostatectomy procedure, there was poor staple line formation and the device would not fire. The physician tied three different reloads and none of them would fire more than 15mm. The physician opened another handle, adapter, reload and then over sewed the incomplete staple line. The surgical time was extended by more than 30 min and there was tissue damage due to the device problem. The current patient status is alive with no injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one (1) device. Visual and functional evaluation noted that there was a crack in the adapter housing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Damage to the adapter housing and unload button can be replicated through rough handling. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.